Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 599 mg/dl, which was treated with a bolus delivery. Customer had symptoms of drowsiness, blurry vision and sick to her stomach. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting it was found that insulin was cloudy. Customer was advised to change insulin vial. It was also found that time and date were not correct, customer was not sure if basal rates were correct, and states that bolus history did not display all entries based on recollection. After troubleshooting, customer declined high pressure test and declined further troubleshooting due to realizing that time and date were not correct.